Event description:
It was reported that the pump displayed an altitude alarm 21. The customer's blood glucose level was 5.5 at the time of the event, which is within the normal range. The customer was informed that residue buildup in the speaker holes could trigger the alarm and was provided tips to prevent future alarms. Insulin delivery was not suspended due to the issue, and the customer was able to resume insulin use with the original cartridge.